Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead migrated and dislodged. It was unknown if there were any external contributing factors. It was unknown if any diagnostics/t roubleshooting was performed. It was unknown if any interventions or actions were taken to resolve the issue. The event resolved on (B)(6) 2018. The patient was alive with no injury. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturer representative reporting that it was unknown if the patient experienced any symptoms. The action taken to resolve the event was the lead was replaced.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# va1h2zq, product type lead. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.